Manufacturer narrative:
Reference: (B)(4). The device has not been returned to orthopediatrics for investigation.

Event description:
It was reported that following an acl correction, the patient was revised due to screw migration. Attempts have been made and additional information on the reported event is unavailable.